Event description:
It was reported the customer was hospitalized for hypoglycemia and seizures. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 34 mg/dl. The customer was treated with a glucagon at the hospital. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was also not in a vehicular accident. It was also found the customer's fill cannula amount was incorrect. The reporter was advised to have the family call back for further troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.